Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her infusion set leaked twice. Customer's blood glucose level went up to around 530 mg/dl. The customer was able to change the infusion set and get her blood glucose level down by treating with the insulin pump. The customer was hospitalized on (B)(6) 2016 due to high blood glucose levels. The customer went into a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.